Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the up arrow, down arrow and ok keypad buttons were under-responsive. Reportedly, the keypad was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/12/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) /2015 with the following findings: during investigation, the keypad and keypad contacts were observed to be missing from the pump. The pump powered on to the verify screen. The keypad button response issue was not able to be completed due to the inability to navigate from the verify screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.